Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation surgery with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 6/11/2020, the mentor failure analysis lab has received the device for evaluation. Patient underwent bilateral removal and replacement with a 350cc mentor memorygel right breast implant and a 300cc mentor memorygel left breast implant on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on 6/26/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. According to the information received, the patient experienced a rupture in the breast implant. During a visual inspection, the device was found to be ruptured and received in three (3) parts. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/17/2020, patient has a planned explantation on (B)(6) 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/4/2020. Patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).